Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected low battery alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The customer¿s blood glucose was 200 mg/dl. Customer stated the drive support cap appears normal. Customer stated that battery went off very quickly. Customer stated that the alarm was occurred during the basal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.